Event description:
Bilateral breast reconstruction 1973 following subcutaneous mastectomies for fibrocystic disease. 2001 - new lesion; breast mammogram revealed rt implant ruptured. Pt underwent bilateral capsulectomies with implant removal. Rt implant was ruptured. Lt implant - silicone bleed. Pt augmented with bilateral silicone implants without problems.